Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0876, awareness date 27-aug-2015). It refers female consumer of unspecified date in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. She received essure in (B)(6) 2012 and experienced many horrible, painful symptoms from essure: severe pelvic pain, abdominal and back pain, insomnia, migraines, difficulty healing from broken bones and other injuries, brittle teeth, painful sex, bleeding after sex, bloating, constant yeast infections, bacterial vaginosis, irregular and inconsistent periods to include heavy bleeding and many more symptoms. She had a partial hysterectomy (leaving ovaries) in (B)(6) 2014. Due to bacteria vaginosis and aid not heal property from the hysterectomy and ended up with severe scar tissue she had to have a 2nd surgery in (B)(6) 2015. After the 2 years of hell while she had essure, after the hysterectomy, she was so hopeful for a full recovery and quality of life, but instead she has gotten worse. She started having svt in (B)(6) 2014 and had to undergo heart ablation around (B)(6) 2015. She began having severe nausea, chest abdominal, back pain and severe fatigue. In (B)(6) 2015, she was diagnosed with aortic insufficiency with nearly 50% regurgitation confirmed by an echo cardiogram (she had an echo in 2010 that showed a perfect functioning aortic valve). She was working to be seen at the clinic to help diagnosis of possible autoimmune disease and chronic inflammation caused by the essure coils. Ptc investigation result was received on 20-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain, bacteria vaginosis, difficulty healing from broken bones and other injuries, possible autoimmune disease and severe scar tissue. All these events were considered serious due to their medical importance. Severe pelvic pain is listed according to the reference safety information for essure while the other events are unlisted. In this case, consumer underwent a partial hysterectomy about 2 years after essure insertion. Considering a positive temporal relationship between severe pelvic pain and suspect insert, a causal relationship cannot be excluded. The occurrence of scar tissue could be considered as a consequence of hysterectomy procedure. With regards to the other events, considering that essure has a local action in fallopian tubes, a causal relationship can be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.